Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, lot# nht032995n, implanted: (B)(6) 2018, product type: lead. Product ID: 4351-35, lot# nht029750n, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient had their implanted neurostimulator (ins) removed due to an infection. It was noted that they still had their leads implanted. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, lot# nht032995n, implanted: (B)(6) 2018, product type: lead. Product ID: 4351-35, lot# nht029750n, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp. It was reported that the ins was removed in (B)(6) 2018 and the infection was first noticed in (B)(6) 2018. The leads were deliberately left in the patient to allow for an implant later. There was no plan to return the ins.